Manufacturer narrative:
A ge service representative performed an on site investigation. Reseated the pcbs, and connectors in the workstation and mainframe. Also cleared and reloaded program flash. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a generator error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.